Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and the hospitalization appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, a 3.5x28mm absorb bioresorbable vascular scaffold was successfully implanted in the proximal left anterior descending coronary artery lesion. On an unspecified date, the patient was hospitalized for angina. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report, the additional information was received: during the (B)(6) 2017 hospitalization, angiographic imaging was performed and the left anterior descending area of previous stenting appeared with reported "good caliber with no flow limitation". There was stenosis at the diagonal 1 coronary artery which looked significant in the pa cranial view, but less so in other views. The left circumflex had mild diffuse stenosis.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. Internal file number - (B)(4). If follow-up, what type: correction: date of event. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is known adverse events associated with the use of a coronary scaffold in native coronary arteries.a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous report, the additional information was received: on 01-aug-2016, the patient expressed experiencing daily chest pain, central gripping pain while at rest with a sensation of a lump in the neck and shortness of breath. The event required hospitalization. An electrocardiogram was performed and troponin levels drawn without positive results. Medication was provided. On (B)(6) 2017, the patient presented to the emergency room with chest pain and medications were provided. Per physician, this event was serious, persistent, or lead to significant disability/incapacity. Reportedly, there was no indication of a myocardial infarction. The chest pain occurred in the mornings and later in the day and was thought to be related to the efficacy of nitrate medication in the patient's system. The chest pain could be exertional and occurred predominantly at night. Medication was provided. On (B)(6) 2017, the patient experienced chest pain again. A stress test was performed without reported positive results. There was no reported treatment. Reportedly, on angiogram, the operator was unable to visualize the previous absorb scaffold. When compared to the index procedure, significant restenosis was observed in the area that had been treated with previous scaffold. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the previously filled medwatch report, additional information was received: on (B)(6) 2015, the patient started experiencing musculoskeletal chest pain. Imaging and an ECG were performed without positive results noted. Per physician, this event was unrelated to the scaffold and unrelated to the index procedure. During the (B)(6) 2016 hospitalization, the patient had chest pain, sensation of lump in neck, shortness of breath, recent chest infections, was hypertensive and had weight gain. An ECG and cardiac labs were taken without positive results. Medications were provided as treatment. Reportedly, the weight gain and hypertension were not related to the study scaffold. The weight gain was not cardiac in origin. Lifestyle advice was provided. On (B)(6) 2016, a stress tests was performed without positive results. On (B)(6) 2016 an ambulatory and blood pressure monitoring test was performed without reported positive results. On (B)(6) 2016 a barium swallow tests was performed with no significant abnormalities noted. On (B)(6) 2017 an angiogram was performed as previously reported. On (B)(6) 2017 a perfusion scan was performed with normal results. On (B)(6) 2017 the patient was seen in the clinic with no obvious cause for symptoms and on (B)(6) 2017 a 24 hour cardiac monitoring was performed with isolated supraventricular extrasystoles and normal sinus rhythm. Per physician, this event was unrelated to the scaffold and unrelated to the index procedure.